Event description:
The hospital reported a system malfunction error during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error during pre-use checkout. There was no patient involvement.